Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: st. Jude medical agyllis sheath (model# unknown lot# unknown), st. Jude brk-1 needle (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade, which required pericardiocentesis. Before the mapping phase, the patient suffered a cardiac perforation and subsequent pericardial effusion. After the second transseptal puncture the physician inserted the rmt catheter and noted it appeared off-plane on carto and under fluoroscopy. They retracted the catheter, injected contrast through the sheath and the effusion was confirmed under fluoroscopy. No ablation had been performed. A pericardiocentesis was performed and the patient was stable. Upon leaving lab no effusion noted and stable vitals. Patient status was upgraded to cardiovascular intensive care unit bed for monitoring. The physician¿s opinion on the cause of the adverse event was procedure related during manual insertion of the catheter. There were no factors noted that may have contributed to the event. A transseptal puncture was performed with a st. Jude brk-1 needle. A st. Jude medical 8.5 fr agilis sheath was used. Irrigation flow rate was 2ml/min. No errors were observed on biosense webster inc equipment during the procedure. The patient received anticoagulants; however it is unknown with the reading was during the procedure. The anticoagulant was reversed upon finding the perforation.

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an atrial fibrillation procedure with a navistar rmt thermocool electrophysiology catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/19/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).